Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2015 with the following findings: the black box showed consecutive call service alarms after a replace battery alarm on 01/07/2015. There was no power reset event recorded in-between the two alarms. The returned battery cap and cartridge cap were used to complete the investigation. The pump powered on with a fully illuminated and clear display screen. Product analysis was unable to duplicate the complaint of a blank screen. The pump cover was removed for further investigation and there was no intermittent condition found to the display flex/connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.